Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy dried blood was found in the helium tubing by the iab pump (iabp) console. No alarm was generated. The insertion site was an axillary insertion which is in an off label use. The iab was scheduled for removal. There was no reported injury to the patient.